Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter experienced a damaged catheter tip. The following information was provided by the initial reporter: in the context of an MRI-examination the patient reported unusual heat pain at the arm exactly where the catheter was placed. After checking the cannula I noticed it has a metal coil.

Event description:
It was reported that the bd cathena¿ safety IV catheter experienced a damaged catheter tip. The following information was provided by the initial reporter: in the context of an MRI-examination the patient reported unusual heat pain at the arm exactly where the catheter was placed. After checking the cannula I noticed it has a metal coil.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10